Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 days post implant of this tricuspid bioprosthetic valve a permanent pacemaker was implanted due to atrio-ventricular (av) block. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Description of event problem corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 11 days post implant of this bioprosthetic valve in the tricuspid position, a permanent pacemaker was implanted due to atrio-ventricular (av) block. No additional adverse patient effects were reported.